Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to "sst/pseudo capsule." A new 18cm x 12mm ipp device with pump was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to "sst/pseudo capsule." A new 18cm x 12mm ipp device with pump was implanted. Additional information received states the physician does not believe the patient's sst is related to the device. The pseudo capsule is located by the cylinder near he gland and by the pump in the scrotum. The patient was not able to inflate his device as a result. Following the surgery the patient was doing fine.